Manufacturer narrative:
The monitor and electrode belt have not yet been returned to the distributor for evaluation.

Event description:
The patient was inappropriately treated 1 time by the lifevest. The patient was reportedly conscious at the time of the event. Supraventricular tachycardia (svt) contributed to the false detection. The response buttons were not pressed during the event. No injury was reported from the treatment. The patient was in a rehab facility prior to the event, during the event, and remained there following the event. The patient continues to use the lifevest. A nurse reported the patient did press the response buttons, was aware that they were treated, and they did not hear the device alarm.